Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a right atrial lead warning. The lead had low impedance measurements in bipolar. At interrogation, the bipolar impedance was low, and lower than the unipolar impedance; there was no capture or sensing in either polarity. The patient experienced pocket stimulation when the device was programmed to unipolar pacing. The lead will be replaced. There have been no further patient complications reported as a result of this event.